Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The right case was cracked. Event history log (ehl) showed primary audible alarm bgnd test error. An occlusion flow test was performed and the reported problem was not duplicated. The root cause of the issue could not be determined; interconnect board was connected and connector glued to the main board, there was no physical damage to speaker or the wires. Actions were taken to mitigate the reported issues: replaced the speaker for preventive measures. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump showed a system primary audible alarm bgnd (background) test. No patient injury was reported.